Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) and an artificial urinary sphincter (aus) due to the tubing from both systems had "grown together" and needed to be separated. Patient indicated being concerned because the physician left both pumps in the same place, but at the time everything was normal. The patient further reported the aus was working well but was experiencing slight incontinence with exertion.